Event description:
Customer received blood glucose reading of 555 mg/dl on the contour next link meter and adjusted insulin accordingly. Customer's blood sugar dropped and she was admitted to the hospital and released five hours. No further information was available regarding incident. Strip information was not provided. Strips are not expected to be returned for evaluation. New meter was sent to the customer.